Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/uterine puncture / migration of essure device ¿ proximal trailing into uterine cavity') and breast cancer female ('tumor/teratoma/cancer ¿ breast cancer x2') in a 41-year-old female patient who had essure (batch no. 927081,910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cancer since (B)(6)2016. Concomitant products included curcuma longa (turmeric) since 2018, hydrochlorothiazide since (B)(6) 2017, loratadine;pseudoephedrine sulfate (claritin-d) since (B)(6)2018, omeprazole since 2017 and vitamin d nos (vitamin d) since (B)(6)2018. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), adhesion ("other injuries or complications-adhesion") and scar ("other injuries or complications-scaring") and was found to have breast cancer female (seriousness criterion medically significant). The patient was treated with surgery (radiation, right & left mastectomy & radition). Essure treatment was not changed. At the time of the report, the uterine perforation, breast cancer female, ovarian cyst, adhesion and scar outcome was unknown. The reporter considered adhesion, breast cancer female, ovarian cyst, scar and uterine perforation to be related to essure. The reporter commented: right ostia attempted first but would not go straight in (illegible).device in good position with 1 trailing coils on left side.similar fashion used on opposite side with 1.5 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: unsatisfactory location with both in a proximal location.on the right more than 50% of the inner coil trails into the uterine cavity and on the left the inner coil extends into the uterine cavity by more than 3 cm. Lot number: 910507 manufacture date: 2011-10 expiration date: 2014-10 lot number: 927081 manufacture date:2011-12 expiration date: 2014-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/uterine puncture / migration of essure device ¿ proximal trailing into uterine cavity') and breast cancer female ('tumor/teratoma/cancer ¿ breast cancer x2') in a (B)(6) female patient who had essure (batch no. 927081,910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cancer since (B)(6) 2016. Concomitant products included curcuma longa (turmeric) since 2018, hydrochlorothiazide since (B)(6) 2017, loratadine; pseudoephedrine sulfate (claritin-d) since (B)(6) 2018, omeprazole since 2017 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), adhesion ("other injuries or complications-adhesion") and scar ("other injuries or complications-scaring") and was found to have breast cancer female (seriousness criterion medically significant). The patient was treated with surgery (radiation, right & left mastectomy & radiation). Essure treatment was not changed. At the time of the report, the uterine perforation, breast cancer female, ovarian cyst, adhesion and scar outcome was unknown. The reporter considered adhesion, breast cancer female, ovarian cyst, scar and uterine perforation to be related to essure. The reporter commented: right ostia attempted first but would not go straight in (illegible). Device in good position with 1 trailing coils on left side. Similar fashion used on opposite side with 1.5 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unsatisfactory location with both in a proximal location.on the right more than 50% of the inner coil trails into the uterine cavity and on the left the inner coil extends into the uterine cavity by more than 3 cm. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received. Reporter and patient demography added. Updated suspect drug. Medical history and concomitant drugs added. Lot number and lab data added. Event injury to herself removed and new events uterine perforation/uterine puncture / migration of essure device ¿ proximal trailing into uterine cavity , tumor/teratoma/cancer ¿ breast cancer x2, ovarian cysts, other injuries or complications-adhesion and scar were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.